Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
It was reported that the pump involved in the incident failed to detect air during infusion of unspecified chemotherapy. An approximately 3-inch air bubble was noticed to be in the tubing, by the clinician. The air was reported to be distal. It was reported that the tubing was primed that day, with no filters. The air was removed using the syringe method. No air was reported to have reached the patient. It was reported that the nurse was able to withdraw the air before it reached the patient. There was patient involvement but no harm to the patient reported. No additional information at this time.